Manufacturer narrative:
Functional testing of the device confirmed that the st treatment mode and alarms functioned to specification. The device did not activate the non-vented alarm as this alarm function was turned off. Resmed's chief medical officer reported that "using a non-vented circuit would have significant adverse effects on the pt as it leads to major re-breathing. If the alarm was muted then it may have taken time to detect the problem. This appears to be a user problem as opposed to a device malfunction."

Event description:
It was reported to resmed that a pt who was being treated with vpap iii st-a device and a non-vented disposable mask exhibiting worsening clinical signs. The report informed us that the device displayed a non-vented alarm warning message and the alarm led was illuminated, however, no alarm sounded. The pt was taken off the device and moved to another department, and died a few hours later.